Manufacturer narrative:
The field service engineer ran performance testing, checked adjustments, checked the pipetting process, and checked the cleaning process. He verified all of the pipetting adjustments and performed some small adjustments. Performance testing was within range.

Manufacturer narrative:
It has been confirmed that all dilutions were performed manually. The first patient is getting treatment for infertility. The second patient was getting clinical analysis related to pregnancy, but it is not known if the patient is pregnant. The customer said all samples are stored in the same way in a temperature controlled refrigerator. The customer did not know exactly how long the samples were on the instrument. The customer stated that they were not aware that prolonged light exposure of the sample could interfere with the assay result. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The involved patient samples were requested for investigation, but could not be provided. A general reagent issue could not be identified. The customer used dilution ratios that are not recommended in product labeling. High fol values may occur if the patient is taking a folic acid supplement, but it is not known if any of the patients were taking folic acid.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys folate iii assay (fol) on an e411 analyzer. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The first sample initially resulted as 20.00 ng/ml accompanied by a data flag. The sample was diluted 1:5 and tested, resulting as 0.966 ng/ml. The sample was diluted 1:2 and tested, resulting as 20.00 ng/ml accompanied by a data flag on (B)(6) 2016. Since the 1:5 dilution result was invalid, the sample was diluted 1:4 and tested, resulting as 17.69 ng/ml on (B)(6) 2016. The sample was tested on (B)(6) 2016, resulting as 20.00 ng/ml accompanied by a data flag. The second sample initially resulted as 20.00 ng/ml accompanied by a data flag on (B)(6) 2016. The sample was diluted 1:2 and repeated, resulting as 20 ng/ml accompanied by a data flag. The sample was diluted 1:5 and tested again on (B)(6) 2016, resulting as 1.24 ng/ml. The sample was diluted 1:4 and repeated on (B)(6) 2016, resulting as 9.23 ng/ml. The patients were not adversely affected. Neither sample had fibrin or clots. The tubes were within specifications and there was enough volume of serum in the tubes. The customer stated that the issue occurred only with the two samples. The fol reagent lot number was 123242 with an expiration date of june 2017.